Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump prompted customer to fill tubing multiple times. The customer's blood glucose level was 103 mg/dl. Reportedly, the customer was able to fill tubing with 10.2 units of insulin and resume insulin therapy.